Event description:
During periodic maintenance the service engineer noted the touch position was out of alignment. There was no patient involvement at the time the issue was discovered. Although touch screen calibration was performed, the phenomenon was not resolved. The service engineer replaced the touchscreen, and the issue was resolved.

Manufacturer narrative:
A touchscreen was returned for failure analysis. Visual inspection of the touchscreen assembly revealed no evidence of damage or contamination. Resistance measurements was performed on the returned touchscreen assembly. The ul_lr / ur_ll resistance measurements were out of specification. The customer complaint of touchscreen out of specification was confirmed as faults were found on this returned touchscreen.